Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 4 years after device system implant. A cause of death of sepsis with a primary cause of acute respiratory failure was provided. The source of the sepsis has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.